Manufacturer narrative:
Medtronic received additional information that a second valve was required due to a technical issue related to suturing during the implant of the first valve. It was reported that this event was not related to the performance of the original bioprosthetic valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 31mm mitral bioprosthetic valve, the valve was explanted and replaced with a valve of the same size and model. The reason for replacement is unknown. No additional adverse patient effects were reported.